Manufacturer narrative:
The investigation for the delivery issues and the product damage has been completed. Visual inspection found a kink on can about 15 mm from outflow cage and cannula bonding site. No other issues were found on the rest of the pump. The root cause of delivery issue was most likely due to tortuous vessel patient condition. The cause of cannula kink was due to excessive force during delivery of the pump corrections to the initial MFR report: d4-corrected model number. D9-device available for evaluation changed to yes. H6 impact code 4627 changed to 4629.

Manufacturer narrative:
The impella device was received from the customer on 26-aug- 2024, therefore, investigation of the device was is underway. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Event description:
The user facility reported a 80-year-old male was implanted with an impella device for mechanical circulatory support. Us complainant reported that during procedure, the impella cp wire was placed but was unable to cross valve. Several attempts were made without success. The impella was removed and found to have a kink in the catheter which was thought to be the cause of loss of push ability. Procedure was aborted and a new impella cp was implanted.